Event description:
It was reported that there was a malfunction resulting in over delivery of pressure during a case. There was no patient injury.

Manufacturer narrative:
The customer declined ge service. No repair information available. A: no patient information provided to date after calls to customer 08/17/23 and 08/21/23. D4 unique identifier: (B)(4) legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.